Event description:
It was found that the brakes wouldn¿t engage due to a broken/damaged lever arm. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.